Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds, poor sensing, and poor lead placement on both leads. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314drg, implantable cardioverter defibrillator (ICD), (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.